Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was used during a pelvic floor reconstruction with xenform including a hysteropexy and cystocele repair with concomitant transobturator sling placement procedure performed on (B)(6) 2014. The procedures were completed without complications. According to the complainant, on (B)(6) 2016 the patient presented with a suture exposure in the vagina away from the incision line. The suture was trimmed and the event resolved on (B)(6) 2016.